Event description:
The affiliate alleged the customer reported an elevated free thyroxine (ft4) result for one pt involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number (B)(4). The elevated result was discordant to two alternate methodologies, which produced results within the normal reference range. The elevated result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. In (B)(4) with the pt sample for further analysis.

Manufacturer narrative:
Svc was not dispatched as the customer did not question system performance. The pt sample was also tested in the abbott architect system, which produced elevated thyroid-stimulating hormone (tsh) result, and the siemens immulite system produced elevated free triiodothyronine (ft3) result. Heterophile testing at beckman coulter customer product line support (cpls) lab performed on ft4 assay confirmed the presence of interfering antibodies in the pt sample. Heterophile testing was also performed on tsh and the ft3 assay and was negative. Additional test was performed on tsh assay and confirmed only ft4 was affected by heterophile interference. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access free t4 results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, data from additional tests and other appropriate info. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This report relates to MDR 2122870-2011-02819.